Event description:
The customer reported that the left monitor was going blank and the system required a reboot in order to regain sys functionality. This resulted in a loss of the live image. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The reported issue could not be identified or duplicated. The sys was operating as intended.